Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. The sample and the lot number were unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in the line) was confirmed: air was being sucked into the disposable after the supply bag fell and disconnected. The cause was the supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 2. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled the power off and on, system error 2367 occurred, the hp cycled the power off and on, and the hc went to press go to start prompt. The tsr explained the alarms and the registered nurse (rn) stated two of the supply bags fell off the table and disconnected causing the system error 2240 alarm. The tsr explained to discard all supplies and to report alarms to peritoneal dialysis (pd) rn the next morning. The hp would finish that night's therapy manually. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, and all of the bags were not spiked and connected properly. The proper procedure was reviewed with the hp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the rn. The rn could not provide any additional regarding the incident and the nurse listed in the contact information could not be found. Additional information could not be acquired.